Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted due to pop and sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh unknown boston scientific product were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent lysis of adhesions, repair of ventral incisional hernia with implantation of strattice on (B)(6) 2013. It was reported that patient underwent lysis of adhesions, sigmoid colectomy with transanal coloproctostomy due to diverticulitis and colovaginal fistula. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.